Manufacturer narrative:
Date sent: 09/28/2007. Evaluation summary: the analysis results for the el5ml device found that it was returned with the jaw disengaged from the cam due to the cam being broken. The device was cycled and ejected the remaining clip due to the cam condition. A corrective action has been initiated to address the root cause of the broken cam issue. We have documented the circumstances as they were reported to us. In additional, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the "trouble of load" was continued. Another device was used to complete the case. There were no adverse consequences to the patient.